Event description:
The whole blood set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) count in the whole blood unit post-filtration. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Terumo bct is awaiting return of the whole blood set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: manufacturing and testing/inspection records were reviewed for this lot. No abnormalities were noted in the records that would have contributed to the issue. Root cause: this disposable set and filter were unavailable for specific root cause analysis. A definitive root cause for the observed elevated wbc count remains undetermined at this time. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be donor-related (characteristics of blood). It also cannot be ruled out that a filtering error or other process error (not resting the collected blood prior to filtering; not expressing air properly from the product bag) could have contributed to the higher-than-expected wbc content in the whole blood product. The instructions for use provide a caution to not squeeze or apply pressure to the filter while it is attached to the bag containing the filtered blood in order to avoid leukocyte leakage.